Event description:
The recipient reportedly experienced pain and swelling. The recipient was seen by an ent, the site was drained, and a hematoma was treated.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient's site was drained on (B)(6) 2024, and it was reported the area was scuffed and not penetrated or impacted directly, only hard enough to cause bleeding under the skin. The recipient's swelling was resolved by (B)(6) 2024 after a two-week course of antibiotics. The recipient is wearing the device. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.